Event description:
It was reported by the rep that the (1) 511sd was used during a laparoscopic. Assisted vaginal hysterectomy procedure. It was reported that the trocar would not advance during the surgery. It was reported that there was no consequence to the pt. 6/21/99 add'l info: the case was completed with another trocar.